Event description:
The customer reports there was no fluoro in middle of the case. Also the collimator needs calibration and the image contrast is not working properly. No pt injuries were reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.